Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was on impella cp support when the impella cp was pulled back too far during mitral valve replacement. There was no patient harm and the pump was subsequently explanted.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the cause of the positioning issue was user related, as it was accidentally pulled out.